Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. However, critical pump error 63 was found in adapt on 02/10/2025 11:47:56.000. File=2017 line=147. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Problem isolated to electronic assemblies. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 8.0 received the lowbatteryalert (104) on 02/15/2025 23:43:00 after more than 7 days at 9.79 days. Battery cycle 7.0 received the lowbatteryalert (104) on 02/06/2025 04:30:00 after more than 7 days at 8.76 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. The following cosmetic damages were noted: cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with stuck button alarm and failed battery alarm were not confirmed when all buttons functioned properly during testing, no stuck key alarms were noted in download history files, no moisture damage was found on the keypad traces, and the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Additionally, critical pump error 63 was found in download history files. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary . 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-1880 to mmt-1884). 3. Section d4 - updated model number and catalog number (model change from mmt-1880 to mmt-1884). 4. Section h6 - updated type of investigation, investigation findings, investigation conclusion. 5. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-1884. Product returned for analysis.